Event description:
Reporter stated that customer received the following results on the mobile system within 3 minutes and 10 minutes respectively: 1. 531 mg/dl, 265 mg/dl, 236 mg/dl, and 287 mg/dl 2. 27 mg/dl and 79 mg/dl sets of readings were obtained on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.